Event description:
It was stated that the insulin pump did not deliver any insulin. It was also stated that the no delivery alarm was not functioning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.